Event description:
(B)(4). It was reported that the equipment boom horizontal arm end cap had been knocked off due to collision with other operating room equipment. There was no reported pt involvement, and no reported adverse consequences.

Manufacturer narrative:
There was no pt involvement, thus no pt data exists. There is no expiration date for this product. Actual device was evaluated on site by a field service representative on (B)(4) 2011. The manufacture date of the device is unk at the time of this report. Evaluation summary: while a service technician was at the account performing service on a separate device, he was informed of an equipment boom horizontal arm end cap that had been knocked off due to collision with other operating room equipment. In this instance, the end cap cover was reinstalled. The end cap cover is a plastic non-sterile cover that is used to conceal the cables and hoses routing through the arm sets of the equipment, and could potentially be located near the sterile field. Had the cover fallen at random during ga case, the cover would expose a non-sterile component into the sterile field and this could potentially cause a serious/severe health risk. This specific malfunction was identified prior to a procedure and no pts were involved and no adverse events were reported. This type of non-conformance will be monitored for adverse trends. This is not a single use device.